Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the mitraclip, there was challenges de-airing the system per IFU instructions. Troubleshooting was preformed by moving the cds from a horizontal position to a vertical position and air was visualized running through the cds sleeve shaft. Then the cds handle was moved in the vertical position and translated a few times before no air was visualized. During the procedure, the mitraclip was successfully implanted. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.